Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breakers were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not turn on (no boot). This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.